Event description:
The consumer reported that she could not get her implantable neurostimulator (ins) right because she had to catheterize large amounts of urine. She had to catheterize herself before the implant and had 700ml of urine. After the implant, the patient had to catheterize different amounts of urine during different parts of the day (ie. 200ml during the day and 400ml at night). However, the patient had not had >50% reduction in symptoms. Therapy was noted to be on. The patient spoke with the physician¿s assistant (pa) that worked with her doctor and the pa told the patient to change to program 2. The patient was on program 2 at that time so patient services assisted the patient with changing to program 3 at 2.2v. Additional information from the consumer reported that she could not feel stimulation and she wanted to make sure therapy was on and the setting was correct. She saw the health care professional the week prior to report and her symptoms were better. They programmer showed that therapy was on and the patient was on program 3 at 2.9v. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Additional information was received. Symptom reported was no therapeutic relief. Patient tried working with their hcp to change settings but it hasn't worked. Patient will remove ins on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.